Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Regarding the suggested phenomenon of "black water came out of suction channel": no physical damage was observed at the point foreign material was detected, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "light guide lens/cover/grip were dirty" was presumed to have been due to physical stress of the device, disallowing the foreign material from being able to be removed. Suggested event "black water came out of suction channel": the user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Suggested event "light guide lens/cover/grip were dirty": the user may detect the suggested event by handling device in accordance with the following IFU: "·operation manual_ inspection of the endoscope-inspection of the endoscope-inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ·manually cleaning the endoscope and accessories - completely immerse the endoscope in the detergent solution." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. The identity of the dirt found in the device is not known.

Event description:
Addendum feb 14 and 27, 2023: event occurred during reprocessing. Identity of the black water was not known. The device was fully reprocessed prior to being returned for repair. There was no issue with the device in the procedure immediately previous to the reprocessing.

Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, the user¿s complaint of black water dripping from the suction channel was not duplicated. However, it is possible that such an event could have occurred sporadically. The device had liquid leakage due to perforation of channel tube. It was observed that several parts of the device were dirty. There was stain due to pollution of light guide (lg) lens, and scope cover and grip had pollution. This was likely due to failure to clean adequately. Other observations for the device are: angulation in the up direction is out of standards due to worn angle-wire; gap of up/down knob is out of standards due to worn angle-wire; insertion quantity is out of standards due to damage of channel tube; lg lens is broken; adhesive part of distal end rubber coating (a-rubber) is broken; connecting tube has crumple; control part has corrosion; universal cord has crumple; protector is damaged at the universal cord; video cable has crumple; image noise due to damage to charge couple device (ccd); and distal end is worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use black water dripped from the suction channel. There is no patient involvement and no harm to any patient. There was also video noise with a horizontal line in the image. The intended diagnostic procedure was completed without delay with another similar device.